Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No incision was made before the surgery was aborted, and the surgery was rescheduled at another hospital.

Manufacturer narrative:
A software analysis was initiated though log and archive analysis. However, the software evaluation found that a probable cause was unable to be determined as navigation accuracy was unable to be assessed. It was noted that the mr scan performed supine caused fiducial displacement in those areas, and that the registration was performed prone for the surgical approach and the first manually defined landmark was improperly placed in the center of the head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735737, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. The system functioned as intended and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that the site could not register the patient initially. The manufacturing representative determined that the software only auto-detected 1 fiducial so the representative walked the site through adding the other fiducials as touch points. The site was able to register with an error of 2.2 but the surgeon still did not feel accurate. The site chose to abort the case. While on site, the manufacturing representative was able to look at the patient archives and noted the patient was a "little heavier" and in the magnetic resonance imaging (MRI) machine, the fiducials were moved which caused the registration issues. It was also noted that the trace pattern was not to registration standards. There was no impact to the patient outcome and a less than 1 hour delay to the procedure. The patient had been under anesthesia when the surgery was aborted. At the time, a new case was not scheduled to complete the procedure.